Event description:
The customer reported out of range normal control solution test results with test strips. On 11/12/96, he opened the first bottle from a box of fifty and obtained a normal control solution result of 18 mg/dl. The customer immediately called the co customer support line and, with the rep performed two back to back normal control solution tests. The results were 19 and 24 mg/dl versus a normal control solution range of 113-169 mg/dl. The control solution, lot #hvz156, expiration 7/97, was opened one week ago and was shaken vigorously before the sample was applied. A check strip test was performed with the rep. The result was 74 versus a check strip range of 62-88. The desiccant is in the open bottle. The customer stores the test strips in the bedroom.